Event description:
It was reported that the 9800 system had no image during a case. The procedure was completed with another system. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply, camera, and video cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.